Manufacturer narrative:
The device was returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he was hospitalized for 3 days because he was in a diabetic coma due to having high blood glucose levels. The customer reported that his pdm reset, so he had to take a manual injection. No further information is available.